Event description:
Symptoms: elevated temperature up to 102 degrees, wound dehiscence. Treatment to date - has been in hospital 4 days, surgical debridement x2 of necrotic tissue. Device replaced. Possible transfer to another facility to undergo hyperbaric treatments. Prognosis for severe complications to leg unclear at this time. Unusual organisms - perhaps related to device. Dr. Reports awareness of another infection occuring.